Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00785611 npi 8015 error 810.9160 (B)(4). (B)(6) had error 810.9160 on pcu8015 sn (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended tom to re-flash poc software on the pcu. Tom will re-flash software on the pcu. If he still have problem, he will replace logic board. Ref:_00d30y0yr._5000l1lkqgr:ref